Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the drill bit seized in the femoral saw guide.

Manufacturer narrative:
(B)(6). Concomitant products: universal disposable drill and pin set, catalog #200100000, lot 63338701. Reported event was unable to be confirmed, as device was not returned. Device history records were reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was determined to be normal wear and tear from use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event; please see associated reports: 1822565-2016-02756 and 1822565-2016-02752.